Manufacturer narrative:
No samples associated with this complaint were received. No previous investigations are available. A batch review was conducted and no discrepancies or non-conformance related to complaint issue was observed during manufacturing process. All relevant tests required during manufacturing process and the final product release were performed and met test requirements. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Device manufacture date: 04/2015. Unable to enter in esubmitter with only month and year. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the new one-piece pouch had excessive adhesive which made it very difficult to remove without stripping the skin. No further patient complications were reported as a result of this event.